Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the blade is damaged and fell apart. The returned parts were investigated. Examination of the impactor handle shows impact marks on the head as well as at the front side of the handle but otherwise it¿s in good condition. The blade is damaged so we are unable to determine the exact cause of the damage. It is likely that the surgeon encountered some problems during the implantation, or as stated in the device report, that the nurse may have used the blade incorrectly. The extraction screw is also in good working condition. The manufacturing records were reviewed for each of these articles and each lot was produced meeting specifications. Proximal femoral nail anti-rotation blade (04.027.031s) manufactured april 2014, proximal femoral nail anti-rotation ø12 (472.372s) january 2014, extraction screw (03.010.411) december 2010, and the impactor f or proximal femoral nail anti-rotation blade (03.010.410), november 2010. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during use the pfna blade locking mechanism, it did not function as intended and fell apart inside the patient, delaying the surgical procedure by 80-90 minutes. The orthopedic registrar completing the operation completed insertion of the pfna nail and insertion of 3.2mm guide wire into femoral neck/head through the trocar assembly without incident following standard surgical technique. During the next surgical step of 'unlocking' the blade and preparing it for implantation into the femoral neck/head, the registrar noted that the scrub nurse had incorrectly attempted to attach the 80mm blade to the t25 star drive screwdriver. The scrub nurse completed half turn of this screwdriver into the back of the pfna blade. It was noted by both the registrar and scrub nurse that after the initial use of the t25 star drive screwdriver to unlock the blade and the blade tip, it was loose (i.e. 'Unlocked') and there was a gap between blade component and barrel component of implant such as what occurs when 'unlocking' the blade as per the surgical technique guide using the pfna blade impactor. The scrub nurse could not confirm whether the blade was in the 'locked' position upon opening the sterile packaging or if it was already 'unlocked' when delivered into the sterile field from its packaging. The registrar then realized that the incorrect instrument had been used to attempt to unlock the blade. An attempt was made to attach the already unlocked blade. It was stated that the blade tip was ¿already loose¿ and there was already a gap between the blade and barrel component of the implant - using the correct instrument for insertion of the implant 03.010.410 (impactor for pfna blade). The impaction of the original blade was completed using the standard surgical technique with the pfna blade impactor until the desired position of the implant was reached in the femoral head. Upon removal of the extraction device, it was noted that the 'end cap' of the pfna blade was screwed onto the tip of the extraction device leaving the rest of the pfna blade implant inside the patient. This implant was eventually retrieved using instrumentation from the pfna blade extraction set to initially remove the outer barrel of the blade as per surgical technique guide steps when the ¿end cap¿ of blade is missing. The entry portal of the pfna blade in the lateral femoral cortex was widened using a small burr to allow access for multi-grip pliers to gain a grip on the small screw portion of the blade protruding from the back of the remaining blade implant. After several attempts, his technique managed to pull the rest of the blade component out of the patient. The surgeon then decided to remove the pfna nail that may contributed in any way to the inability to lock the original blade implant. A new pfna blade 85mm was opened and implanted and also implanted a new nail using standard surgical technique without incident. Distal locking was completed as per standard surgical technique without incident. The registrar and scrub nurse estimated the delay in the operation due to inability to lock the original blade and its subsequent retrieval to be approximately 80-90 minutes. Surgery was eventually completed and achieved pre-planned fixation of proximal femur fracture. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.